Event description:
It was reported that the patient was admitted to the hospital with vomiting, nausea, and rectal bleeding. The initial diagnosis was presumed sepsis secondary to line sepsis. An echo revealed vegetation on the leads. The patient was deemed too sick to tolerate an explant procedure. Dnr was decided by family member. The patient expired on (B)(6) 2011 due to septic shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.